Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files per (B)(6) ¿ r&d engineer: as per comlink3 log and detailed traces the open-book was generated since the critical pump error 63 (file/line=522/341) was triggered 3 times in a row. Pump error 63 was generated due to arm watchdog failure (1 st byte code = 0xc = 12) - suspecting hw issue. E/a alarm unspecified confirmed (found pump error 63). Unable to perform the carelink upload due to critical pump error (open book image) alarm. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 27-dec-2023 due to no data available in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 27-dec-2023 in the pump history file. (On december 25-27, 2023 - there was no data available in the pump history file). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 27-dec-2023 in the pump history file. (On december 25-27, 2023 - there was no data available in the pump history file). On 12/20/2023 08:19:00.000 alarm alert notification. Fault number = low battery alert (104). On 12/20/2023 17:50:00.000 alarm alert notification. Fault number = change battery fault (73). On 12/20/2023 18:21:00.000 alarm alert notification. Fault number = off no power (11). On 12/20/2023 18:30:37.000 battery removed. On 12/20/2023 18:30:37.000 alarm alert notification. Fault number = battery removed (84). On 12/20/2023 18:30:51.000 battery inserted. On 12/20/2023 18:30:51.000 alarm alert notification. Fault number = failed batt test (58). On 12/20/2023 18:31:02.000 battery removed. On 12/20/2023 18:31:02.000 alarm alert notification. Fault number = battery removed (84). On 12/20/2023 18:31:05.000 battery inserted. On 12/20/2023 18:31:05.000 alarm alert notification. Fault number = failed batt test (58). On 12/20/2023 18:31:17.000 battery removed. On 12/20/2023 18:31:17.000 alarm alert notification. Fault number = battery removed (84). On 12/20/2023 18:31:46.000 battery inserted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Failed batt test (58) not confirmed. Unable to perform the functional test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 63. E/a alarm unspecified confirmed (found pump error 63). Pump error 63 confirmed due to moisture damage on the electronic assembly. Unable to confirm alleged high bgs (hyperglycemia). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported hyperglycemia treated with manual injection/insulin pen, a blood glucose value of 596 mg/dl, and the pump issued an alarm that made it impossible to take any action. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided with this report.